Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reports that electrode was missing after having removed the sensor. The customer did not provide blood glucose value at the time of the incident. Customer states that sensor could not start since the signal was not found. After removing sensor he noticed that the electrode was missing. No product will be returned for analysis.